Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of infusion set cannula which were found kinked. On (B)(6) 2023, it was reported by the patient that the less the 10 but more than 6 infusions set cannula was found kinked. He stated that he would just adjust the tubing by extending/stretching it to be straight and continue using it and confirmed that he would not change infusion set to resolve issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.